Manufacturer narrative:
The surgeon was a new user of the device and the problem presented when trialing the device. As reported the issues presented when the surgeon intentionally attempted to fixate the fasteners into bone. The instructions-for-use contraindicates fixation into bone stating in the contraindications section , "fixation of vascular or neural structures, viscera, cartilage or bone." Additionally the precautions section states, "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." The sample was not returned for evaluation, however, based on the events as reported, the issue presented due to user/device interface while the surgeon was attempting to fixate into bone. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the dates of event and implant are estimated based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surgeon was trialing an optifix at fixation device during an inguinal hernia repair surgery with 3dmax mesh. As reported the surgeon intentionally attempted to fixate the fasteners into bone and two fasteners broke, after which the device became mechanically jammed and inoperable. The broken fasteners were removed and there was no patient injury as a result of the event. Another fixation device used to complete the case.